Event description:
Related manufacturer reference number: 2017865-2021-38209. It was reported that the patient's right ventricular lead exhibited high capture thresholds. X-rays revealed that the right ventricular lead had perforated. During the lead removal procedure, insulation damage was noted on the right atrial lead. Both leads were removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: previously submitted g3 should have been (B)(6) 2022 instead of (B)(6) 2022

Manufacturer narrative:
The reported events of high capture thresholds and cardiac perforation were not confirmed. As received, a complete lead was returned in four pieces with the helix found extended within specification and clogged with dried blood/tissue. After cleaning and cutting the lead, the helix could retract and extend by applying torque directly at the inner coil. The measured full helix extension length was within specification. A tip stiffness test was performed, and the results were within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.